Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, eccentric mid left anterior descending that is 87% stenosed. Predilatation was performed prior to stenting. After deployment of a 3.5 x 15mm xience v stent at 12 atmospheres in the lesion, a distal edge dissection occurred. A 3.5 x18mm xience v stent was implanted to cover the dissection successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of intimal dissection of the coronary artery is listed in the xience v, everolimus eluting coronary stent system international, ce, instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. Therefore, no corrective action will be implemented in this case.